Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient was anemic. Patient was transfused with 2 units of packed red blood cells when hemoglobin went down to 7.2 g/dl.

Event description:
It was reported that patient was anemic and transfused with 2 units of packed red blood cells. The patient also presented as a directed admission from the clinic for acute decompensated congestive heart failure (chf) with complaints of dyspnea on exertion, abdominal distension, lower extremity edema, weight gain, and elevated brain natriuretic peptide (bnp). In addition, the patient developed acute kidney injury.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information regarding the anemia event; however, no additional information was provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.